Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that x-ray confirmed that the right atrial (ra) lead had dislodged. It was also reported that the right ventricular (rv) lead had high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.